Event description:
Medtronic received info that this mechanical heart valve was explanted due to performance issues related to pannus overgrowth. This valve had been in service for 159 months. The valve was replaced with no reported adverse pt effects, and no symptoms prior to the explant were reported. Report of med hall explant due to malfunction caused by pannus overgrowth.

Manufacturer narrative:
Conclusion: no definitive conclusions can be drawn at this time, as the product has not been returned for analysis. Return of the product is anticipated. Upon receipt, the product will be analyzed, and a follow up report will be submitted. The device was explanted and replaced with no report adverse pt effects.